Event description:
Doctor performed an esophageal banding on a patient. Patient was exiting the procedure room with crna. Rn turned to clean the scope and noticed that the plastic piece which holds the bands before they are deployed was missing. Rn went to tell crna right away about concern. Patient was returned to the endoscopy procedure room. Doctor was in procedure room. Two rns searched all over the room for the missing part. Doctor re-inserted the gastroscope and used the tri-pod grasping forcep to retrieve the plastic piece from the patient's esophagus. Rn remembers the crna repositioning the patient's airway once during their trip through post-op. Rn did not notice the patient in any respiratory distress. Follow-up reveals: the surgical preceptor remembers being told at one time that the banders didn't fit on the 160 series scopes. When the rep was here they were talking about it and he reminded our staff that releasing the last rubber band releases the string that is attached to the rubber band holder. Our preceptor connected the dots and checked the chart and the scope used was a 160 series. The 160 series has a smaller outside diameter and the bander doesn't fit snugly on the scope. The bander was applied by the physician, so the rn would not have noticed that the device was loose. The physician used all the rubber bands, which is unusual. This releases the piece that the rubber bands are on (this is the piece that remained in the patient's esophagus). This design facilitates the removal of the equipment from the scope after the procedure, minimizing the possibility of damage to the scope.